Event description:
It was reported that (1) device was used during a wedge resecti0n. It was reported by the affiliate that the tct75 instrument firing knob stopped during the firing process. Another instrument was used to complete the case. There was consequence to the patient.